Event description:
After removing a bp cuff from a patient, a critical care nurse placed the rolled up cuff and tubing between the module rack and display of a philips intellivue mp70 patient bedside monitor. This monitor was mounted above and adjacent to the patient bed but the mount was swiveled away from the bedside (not directly overhead). The auto-inflate setting was inadvertently left "on" for bp monitoring and it activated shortly after the rn left the patient's room. As it inflated it lifted the bedside monitor off of the two 1" mounting pins that it normally rests on. A spring loaded mechanical latch must normally be pressed in order to disengage the monitor from these pins but for some reason it had not automatically returned to a safe position. The upward pressure caused by the overinflated bp cuff subsequently caused the monitor to lift off of its mount and crash to the floor. The philips intellivue mp70 is a bedside monitoring "system". Because it employs a modular design the modules themselves (i.e. Bp module, spo2 module, multi-measurement server (mms) and pressure modules are all separate from the display monitor. They are contained in a separate module rack but as a whole constitute the intellivue monitoring system. In this case the mms, specifically the bp circuit, played a major role in this event.